Event description:
Patient presented to the physician with ipg moving in the pocket causing itching and burning at the site. Physician brought the patient into the operating room, repositioned the ipg deeper in the pocket, re-sutured, and closed.